Manufacturer narrative:
The field service engineer (fse) replaced the blower, power management board and motor controller board to address the reported issue.

Event description:
The customer reported that the ventilator alarmed with occlusion alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.